Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the needle of a bd insyte¿ autoguard¿ shielded IV catheter failed to retract. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no.

Event description:
It was reported that the needle of a bd insyte¿ autoguard¿ shielded IV catheter failed to retract. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
H.6. Investigation summary: device/batch history record review: MDR: review was conducted. Lot 8009593; was built on afa line 7 on 14jan2018 thru 20jan2018 and packaged on line11 for the quantity of 444,610ea. DHR review disclosed no indication of the defect as it was noted that there was 1 non-related (pkg.) Qn initiated during the build of this lot and no reject activity findings throughout the build that would impact upon the quality of the catheter product. Review disclosed all required challenge samples and testing was performed per specification in accordance with the setup and in-process sampling plans. In process samples for needle retraction by button activation were performed on various stages throughout the process, all the inspections passed per specifications. No significant discoveries were found. Observations and testing: observations and testing could not be performed because units were not received for investigation of this incident. Investigation conclusion: relationship of device to the reported incident: indeterminate. Comment: units not provided for investigation of the incident stated in the pir.

Event description:
It was reported that the needle of a bd insyte¿ autoguard¿ shielded IV catheter failed to retract. There was no report of exposure, injury or medical intervention.